Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient developed an infection and experienced an increased pain. The patient experienced an inadequate stimulation, and the leads were implanted incorrectly. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.